Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator intermittently will display the "circuit disconnect" alarm and alert. The customer stated they checked the transducers and had just calibrated all. The ventilator passed est testing. When it was put into normal operation mode the unit started displaying "circuit disconnect" and "low ve", after a minute the "low ve" went away. Customer stated he was going to try a new known good sensor and get back to us. The customer advised there was no patient involvement associated with this event.